Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 24.3 mmol/l. Patient's current blood glucose value: 10.4 mmol/l. Other blood glucose value was 6.9 mmol/l. Troubleshoot was declined. The customer was treated with insulin pen. The device is not expected to be returned for analysis.